Event description:
It was reported that after the patient was placed on a ventilator in the intensive care uhit (ICU), the tracheostomy tube developed a leak. The patient was reintubated with another tracheostomy tube without any reported harm or injury. There is no report of death or serious injury associated with this event. A replacement tube required?: yes.

Manufacturer narrative:
(B)(4).though requested, the product lot number was not available from the user. Therefore, the manufacturing date is unavailable and the device history review cannot be performed.

Manufacturer narrative:
Covidien reference number: (B)(4). The customer report of the cuff won't inflate was confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.